Event description:
It was reported by customer that cadiosave intra-aortic balloon pump (iabp) has auto fill failure. It is unknown under which circumstances this event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
After further review, it has been determined that an initial emdr for this complaint was incorrectly submitted. The reason being is that the reported issue was already reported under mfg report number 2249723-2020-01155. The serial# was also incorrect, the correct serial# is (B)(6). Consequently, a follow up emdr is not required as this case was reported in error.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge service in connection with this event. Additional information has been requested, and if provided, a supplemental report will be provided.

Event description:
It was reported by customer that cadiosave intra-aortic balloon pump (iabp) has auto fill failure. It is unknown under which circumstances this event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.